Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for migration, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed: migration/malposition, dyspareunia, dysmenorrhea, back pain, menorrhagia,vaginal infection, vaginal discharge, plaintiff did not undergoes essure confirmation test. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.